Manufacturer narrative:
One device was returned for repair. Review of the event logs did not show any errors. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection showed the device was in good condition. Functional testing confirmed the customer reported issue. The cause of the issue was the main board, and the main board was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and had a black screen. There was no patient involvement.